Event description:
A malfunction was reported on a pump by the caller, with no notable events occurring prior to the incident. There was no reported adverse impact to the customer. Technical support assisted the caller by providing pump reset information, but the malfunction recurred after the reset. The customer's pump is out of warranty, and the customer would reach out to their hcp to obtain a backup method of insulin therapy.